Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to device reprocessing problems. However, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the bronchovideoscope had a sticky universal cord. There were no reports of patient involvement.